Manufacturer narrative:
Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: UDI number is unknown as product serial number was not provided. If implanted; give date: unknown, not provided. If explanted; give date: n/a (not applicable). The lens remains implanted in the eye. (B)(6). Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that something like a cloud developed on the intraocular lens (iol) implanted in the right eye of a female patient. It was also noted that the patient had glaucoma in this eye prior to surgery and is now complaining that it is now difficult to see. The patient was treated with yag (yttrium-aluminum-garnet) laser procedure, but the symptoms are persistent. There was no patient injury reported. Additionally, the doctor explained that the entire surface of the lens becomes white and cloudy with the z9002 which he reported the issue on it. The doctor thinks the issue is possibly calcification but he is not sure of the cause. The doctor will make the decision in (B)(6) 2020 as to whether or not the lens needs to be extracted from the patient's eye. No additional information was provided. The patient had bilateral lenses implanted. This report captures the event for the right eye. A separate report is being submitted for the left eye.

Manufacturer narrative:
Additional information: additional information provided indicated that the suspect lens serial number is ''(B)(4)' and that the lens was explanted on (B)(6) 2020. The doctor reported that he was able to smoothly remove the lens from the lens capsule. That the foreign matter was attached to the back side of the lens. The following fields were updated accordingly: brand name: clariflex, model #: clrflxc, catalog number: clrflxc230, expiration date: 9/30/2012, serial number: (B)(4). If explanted; give date: (B)(6) 2020. Device manufacture date: 9/30/2007. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 5/29/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the lens was received in a specimen container at the manufacturing site. The lens has a detached haptic. There is a white cloudy film on the lens surface; the reported issue of like a cloud developed on the intraocular lens as described by the customer was verified. The lens was sent to our third party laboratory for analysis of the white cloudy film on the lens surface obtaining the following summarized results: the fourier transform infrared (ftir) spectroscopy analysis indicates the white film is not reasonably identified and is consistent with a possible mixture of an ester and inorganics (possibly a carbonate). Eds indicates that the white film is compounded with sodium, phosphorus, chlorine and calcium. A comparison of the results with the manufacturing site ftir foreign matter library indicates the foreign matter does not have a significant correlation with the materials used for the manufacturing process. Based on the evaluation results, the reported complaint cannot be confirmed as manufacturing process related. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.